Event description:
Report received of a tubing separation during patient use. The tubing set was connected to the patient'sw peripheral IV catheter and was being used to deliver an unspecified maintenance IV solution. At an unspecified time, the nurse noted a "small puddle of IV solution on the floor" and noted that the tubing had separated from the distal end of the clave y-site. An unspecified amount of bleedback was noted inside the tubing. The tubing set was replaced and therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.